Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the x stage cover was damaged. As a result the system would not dock and the gantry movements were erratic. The x stage cover was replaced and the system was re-homed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the x stage cover on the imaging system was observed to be dented and the gantry cannot calibrate. There was no patient present when this issue was identified.